Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with both the patient and healthcare provider (hcp) determined that the patient had undergone reprogramming to new options to stimulate different areas. The hcp however indicated that they had not seen the patient and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that the patient stated their benefit was not as good as it used to be and the patient was having fecal leakage that they noticed when they wiped. Patient mentioned that when she was implanted the therapy worked really well for 9 months, throughout the day and when she would go to the bathroom she would clean completely with one wipe. Caller reported then suddenly she would have to wipe and wipe and was not cleaned completely. Caller reviewed that she was still doing better during the day with symptoms, the only issue was that when she went to the bathroom she doesn't stop/has to wipe more. Patient stated they tried all of their 4 programs already. Patient tried program 2 at 2.4 and increased to 4.5 and that did not help so patient changed to program 3 and increased so high it was discomforting. Patient confirmed turning stim down and changing programs relieved any discomfort. Patient was redirected to their hcp for programming options. Patient was currently in (B)(6) and managing hcp was in (B)(6). Patient may travel back to (B)(6). Patient was provided listings for (B)(6) and (B)(6) area. Location of the symptoms reported was bowel. Patient mentioned the word sudden twice to describe therapy issues, but also stated it happened gradually. No further symptoms reported. No further complications reported/anticipated.